Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months. The replaced section of the external percutaneous lead, measuring approximately 19 inches long, was returned for evaluation. The silicone jacket was cut at the terminus of the bend relief and was partially removed, with some rescue tape present around the outer jacket. Continuity testing of the external percutaneous lead in its returned condition revealed an open circuit through the yellow wire. All other wires were found to be electrically intact. A fractured yellow wire was visible through the clear bionate and braided shield layers, approximately 2.5¿ from the metal connector. The observed wire fracture appeared to be the result of fatigue failure due to repetitive movement of the external percutaneous lead in this area. The outer layers were removed and the underlying wires were examined; no additional wire compromises were identified. If the exposed conductors of the fractured yellow wire contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the low speed and pump stop events recorded in the submitted system controller log file. The fractured wire also would have caused the recorded driveline fault alarms. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline fault alarm occurred on the evening of (B)(6) 2016 right before the patient went to bed. The system controller was exchanged. The patient was reported to be asymptomatic. On (B)(6) 2016, it was reported that another driveline fault alarm occurred along with low speed and pump stoppage events. A system controller log file was submitted to the manufacturer¿s technical services representative for review. The log confirmed low speed/pump stoppage events on (B)(6) 2016 while connected to the power module patient cable as well as driveline fault alarms on (B)(6) 2016. On (B)(6) 2016, the manufacturer¿s technical services representative arrived onsite for an external percutaneous lead evaluation/repair. X-ray images viewed onsite did not show any obvious areas of concern. An electrical continuity test revealed evidence of a broken yellow wire. Visual examination revealed that the silastic on the distal end of the percutaneous lead was torn and was covered in rescue tape. The external portion of the percutaneous lead was replaced with no issues. There were no driveline fault alarms or pump off events after the system was placed back on a normal patient cable. After removing the silicone jacket of the replaced portion, the broken yellow wire was verified near the bend relief area as the shielding had deteriorated.